Manufacturer narrative:
This event is a duplicate of FDA report number 9612164-2019-04357. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two-days post implant the leadless implantable pulse generator (ipg) exhibited a rise in thresholds and a position change. The leadless ipg is scheduled to be explanted. No patient complications have been reported as a result of this event.